Event description:
It was reported that the right ventricular (rv) lead exhibited noise oversensing. A lead fracture was suspected. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4574 implantable pacing lead - 2011-(B)(6), 4194 implantable pacing lead - 2011-(B)(6). (B)(4).